Manufacturer narrative:
G4: 09sep2020. B4: 11sep2020. Three good faith efforts were made to obtain all information. The customer did not respond to requests for additional information. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 05 jun 2020.

Event description:
The customer reported the navigation ring did not work. There was no patient involvement. The manufacturer's field service engineer provided remote support to the customer and advised to replace the front bezel which includes the navigation ring.